Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy in navigation corresponding to being off by one vertebral body on the head side. Screws were planned at l3¿l5 using pps. Images were acquired with a non-medtronic imaging system for 3d imaging and navigation was started. After probing, a sense of discrepancy was noted, and when lateral fluoroscopy was performed, navigation indicated l3, but fluoroscopy showed l2. Afterward, imaging was performed again with a non-medtronic imaging system for 3d imaging, and navigation functioned normally. The extent of delay (if any) is unknown. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: no parts were received by the manufacturer for evaluation. Codes b20, c20, and d15 are applicable. 3a: patient sex not reported in this report due to japanese privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.